Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that almost no fluid had passed through a small volume folfusor. This was discovered upon withdrawal of the device. The device was unclamped to check the flow while the patient's implantable port was flushed; no fluid was observed to be dripping from the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e1, h4, h6 (update codes), h11. E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between june 24 and june 26, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested possible flow issue may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, probable cause may be use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.